Manufacturer narrative:
Other applicable components are: product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration, dose and frequency via intrathecal drug delivery pump for an unknown indication for use. It was reported that the rep was driving in the car on the way to an "emergency catheter access procedure" to aspirate cerebrospinal fluid (csf) and rule out possible infection. It was reported that the rep did not have any patient or clinical event information at the time of the report. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported as unknown the patient weight at the time of the event, patient's relevant medical history, event date, cause of infection, actions/interventions taken to resolve the infection, and whether the infection was resolved. No further complications were reported.